Event description:
Sorin group (B)(4) received a report that during the procedure, the pump stopped with an error code displayed on the panel. The pump was changed out. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. This incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during the procedure, the pump stopped with an error code displayed on the panel. The pump was changed out. There was no pt injury. Sorin group (B)(4) has received the pump for evaluation. A follow-up report will be sent with the results of their investigation.